Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009724 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009724 was manufactured according to the work instruction (wi) version 98 and packaging in the multivac 14, on 04/nov/2024, with a total of (B)(4) units. The sub-assembly, welding the lot 4k05527 was manufactured according to the work instruction (wi) version 34 welding in the machine ls24 & ls25, on 24/oct/2024, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 4k02900 was manufactured according to the work instruction (wi) version 37 in the gluing of connector in the line 03, on 24/oct/2024, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 4k05302 was manufactured according to the work instruction (wi) version 37 in the gluing of connector in the line 03, on 24/oct/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k05829 was manufactured according to the work instruction (wi) version 65 in the gluing of tubing in the machine sc05 & sc06, on 03/nov/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k02821 was manufactured according to the work instruction (wi) version 34 in the gluing of tubing in the machine ls06 & ls07, on 03/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following, no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The blood glucose levels was 600mg/dl and patient was treated with correction bolus via pump. No further information available.